Event description:
It was reported via legal documentation that approximately 54 months after a right total knee revision replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t; (B)(6), 204-62-08 - tibial augment block 1/2-sz 2 8mm; (B)(6), 204-62-08 - tibial augment block 1/2-sz 2 8mm; (B)(6), 02-012-60-1880 - tru stem ext 18mm x 80mm. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected investigation clinical codes. H10 related report numbers: 1038671-2023-01393, 1038671-2024-05076, 1038671-2022-00107 and 1038671-2025-01651.